Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg was confirmed, and the cause appeared to be manufacturing related. One 4 fr d/l powerpicc was returned for investigation. A functional test of the catheter revealed a weeping leak at the distal end of the purple connector when the lumen was hydraulically pressurized. A breach in the extension leg coincided with the distal end of the purple connector. Deformation at the distal end of the connector coincides with the breach in the tubing. It is possible that the deformation in the connector and inadvertent puncture of the extension leg occurred at the manufacturing facility. Manufacturing employees/operators were informed and re-trained.

Event description:
It was reported by the facility via the sales rep that a PICC was placed and they realized the purple extension leg was leaking where it meets the hub. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg was confirmed, and the cause appeared to be manufacturing related. One 4 fr d/l powerpicc was returned for investigation. A functional test of the catheter revealed a weeping leak at the distal end of the purple connector when the lumen was hydraulically pressurized. A breach in the extension leg coincided with the distal end of the purple connector. Deformation at the distal end of the connector coincides with the breach in the tubing. It is possible that the deformation in the connector and inadvertent puncture of the extension leg occurred at the manufacturing facility. Manufacturing employees/operators were informed and re-trained.

Event description:
It was reported by the facility via the sales rep that a PICC was placed and they realized the purple extension leg was leaking where it meets the hub. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility via the sales rep that a PICC was placed and they realized the purple extension leg was leaking where it meets the hub. No patient injury was reported.